Event description:
The echelon flex long articulating linear cutter malfunctioned during use. The device fired three times without an issue and on the fourth fire, the surgeon stated that it was behaving as though the blade was dull.